Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic retrosigmoidectomy procedure, the surgeon was able to squeeze the handle but the it locked and did not release the clips. Another clip applier was used to complete the case. There was no patient injury.